Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the (B)(4) study that the patient had positional abdominal discomfort and device interrogation revealed stimulation of diaphragm at programmed output with some body positions. Therefore the pacing output and vectors were reprogrammed. However, the patient returned to the clinic because the diaphragmatic stimulation had returned. The left ventricular (lv) lead output was decreased and the lv lead remains in use. No patient complications have been reported as a result of this event.